Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was admitted into urgent care on (B)(6) 2016 for high blood glucose. The customer's blood glucose was unknown at the time of the urgent care visit. It was found the customer removed the insulin pump from their body before the urgent care visit. It was also reported the customer experienced a high blood glucose of over 400 mg/dl. The customer has treated their blood glucose with a bolus. Troubleshooting found the insulin pump passed a high pressure test. It was also found a self-test and displacement test was performed on the insulin pump. The customer also reported a hospitalization event where they were hospitalized between five to six days. The customer stated the cause of the hospitalization was from diabetic ketoacidosis. The customer declined to return the insulin pump for analysis.